Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that after intra-aortic balloon (iab) insertion there was blood leakage found in the gas lumen when pumping started. The iab was replaced to continue therapy. The second iab also leaked blood into the gas lumen. A competitor's iab was used to continue therapy. There was no reported injury to the patient. This submission is for the second iab used.

Manufacturer narrative:
The iab catheter was returned with the membrane completely unfolded and no blood was visible. It was observed that the membrane portion of the balloon was torn into two sections at the middle of the membrane approximately 10.2cm from the rear seal. The membrane appeared aneuryzed from over-pressurization as characterized by the membrane being stretched and distended at the torn section as well as being peeled back internally at both the tip and rear seals. There was no reported injury to the patient so this could not have occurred during use. It is likely this condition occurred post removal, indicating catheter testing was attempted prior to its return. The returned product also had the guidewire inside the inner lumen. We are unable to perform an underwater leak test for the initially reported leak based on the returned condition. The technician attempted to remove the guide wire but was unable to remove it. The evaluation cannot confirm the reported leak, blood in tubing problem. We are unable to test the iab catheter for the reported leak, blood in tubing problem due to its returned condition. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that after intra-aortic balloon (iab) insertion there was blood leakage found in the gas lumen when pumping started. The iab was replaced to continue therapy. The second iab also leaked blood into the gas lumen. A competitor's iab was used to continue therapy. There was no reported injury to the patient. This submission is for the second iab used.